Manufacturer narrative:
This report is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Although no patient specific allegations were given, we are including all part/lot information we are aware of and reporting an unknown knee. Should we receive further information, we will update accordingly. Update: 8/21/15 - litigation alleges patient suffers from pain. A doi and dor have been reported. All products are now being reported.